Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and reported that on (B)(6) 2014 patient experienced possible bleeding at insertion site. Patient claimed bleeding resulted in bruising at insertion site. No medical intervention was necessary.